Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. It was reported that an adverse event occurred. The event date is an approximation. On 7/5/2026, it was reported that the patient was hospitalized ¿because of dexcom¿. However, the patient refused to provide any further event details stating he could not remember. Therefore, no other patient or event details were available including how the cgm device was behaving during the event, patient symptoms, treatment details, or length of hospitalization. No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.